Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy, case, front, with keypad 8015 ls. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/25/2020 to the present date 10/22/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device would not turn on. There was no patient involvement.